Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
A non healthcare professional reported that, during intraocular lens implantation surgery, the lens got stuck in the cartridge when advancing. Hence they had to push very hard due to which the surgeon felt that the lens was scratched or damaged. The surgery was completed using the backup lens.